Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were exhibiting mirror-image noise due to an intermittent low impedance path between the two lead conductors due to the loss of the outer insulation on both leads. The ra lead was also exhibiting oversensing and no capture. The rv lead further exhibited no capture and short v-v intervals. The physician was planning on revising the ra lead. No patient complications have been reported as a result of this event.